Event description:
A stent was placed in left lower lobe through a bronchoscopy tube. The proximal aspect of the stent did not expand with pressure of 12 atmospheres obtained. The stent was removed with the bronchoscopy tube, then reinserted with a new stent with successful deployment.

Manufacturer narrative:
Upon completion of investigation a follow up report will be submitted.